Event description:
The customer reported that the unit's temperature light was not on. The customer did not respond to asp's attempts on retrieving more information. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other, temperature light not on - other - capital equipment, evaluated at customer site. The fse found-blown heater fuse. The fse replaced heater fuse and tested unit. The light came on.